Event description:
Patient is enquiring if their device has been activated in the past few days. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).